Event description:
During a laparoscopic lobectomy procedure, the middle of the staple line wasn't properly formed. Another like device was used and the same thing happened. The procedure was completed by hand-suturing. Extended or time was 3 hours. There was no patient consequence.